Event description:
Additional information received that no infection was present, however the patient wanted the system explanted since the scs system was not providing adequate relief. Surgical intervention was undertaken wherein the scs system was explanted approximately 3 weeks ago (exact date for scs system explant unknown).

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced blood and pus coming from ipg incision site and wound was open (cultures were not obtained). As a result, patient was prescribed oral antibiotics for 10 days. Patient is under physician's observation.